Event description:
It was reported the generator gave an error code 1. The customer had no details but believes the case was cancelled because of the problem. The customer was able to duplicate error code, power supply error, in diagnostics.

Manufacturer narrative:
Analysis summary: it was reported that the generator is being returned to the service and repair facility with error code 1. The unit was received with damage to the front bezel. The analysis site found that the unit boots up with error code 1. The site replaced the main pcb to correct the complaint. The site also replaced the bezel. The unit was calibrated and upgrades installed. The generator was serviced, then burned in, functionally tested, and was found to operate properly.